Manufacturer narrative:
Senseonics was made aware of a serious adverse event wherre the patient collapsed at home and was taken to the ER nonresponsive with labored breathing. He was admitted to ICU for acute hypoxemic respiratory failure secondary to accidental drug overdose from applying 2 of his fentanyl pain management patches. After admission and a CT scan, patient was subsequently found to have pneumonia and pulmonary embolism. He was treated for pneumonia and embolism with medications. He was provided an IV heparin drip 0-50 units/kg/hr as needed (B)(6) 2025 and prescribed eloquis (apixoban 20mg bix x7 days and 5mg bid thereafter) for the pulmonary embolism. The respiratory failure was resolved prior to discharge and the patient will follow up with a pulmonologist and additional outpatient imaging in coming weeks. This event is unrelated to diabetes and the use of eversense cgm system. This is a non-device related serious adverse event and no further actions were found necessary for this complaint.

Event description:
Senseonics was made aware of a non-eversense device related serious adverse event where the patient was hospitalized for acutre hypoxemic respiratory failure. The patient was admitted to ICU and was treated and was treated for pneumonia and embolism with medications.